Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar thresholds and undefined bipolar impedance qualified as high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.